Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off the device. The cause cannot be determined as it was not known how the device was being used when the fracture occurred. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that a driver was found with a stripped tip during surgery. However, device evaluation by zimmer biomet spine personnel found the tip to be fractured off. An alternative driver was used to the complete the procedure without reported patient impacts.